Event description:
On (B)(6), 2012 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was giving him inaccurate high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6), 2012. The mss was advised by the patient that he tests at least four times a day and that his normal readings are usually between "140-150smg/dl" range. On (B)(6), 2012 at 10:45pm, the patient reported blood glucose results of "228 and 226mg/dl" on his lfs meter and "208 and 191mg/dl" on an accucheck aviva meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he manages his diabetes with insulin, 70units of lantis taken once in the morning and once in the evening and a sliding scale of novolog taken before each meal, and denied making any changes to his usual diabetes management routine in response to the reported issue. By 4:00am the following day, (B)(6), 2012, the patient claimed that he developed symptoms of being "sweaty", which he "normally associates with low blood glucose readings". Shortly after, the patient self treated with "cookies and orange juice" in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, the meter was found to have a broken data port cover. The test strips and retain test strips both passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.